Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A news source reported four patients experienced a multi-resistant strain of pseudomonas with vision loss in one eye following cataract extraction procedures at a facility. The patients were immediately admitted to other facilities for medical and pharmaceutical treatment. A site inspection was performed of the operating room where the surgical procedures took place. After review of the inspection results, a decree for suspension of the operating room was issued. Additional information has been requested and received indicating all of these patients underwent diagnostic-therapeutic vitrectomy procedure and received antibiotic treatment. Further information is not expected at this time. This is one of two reports for this facility.

Manufacturer narrative:
The phaco handpiece was not returned for evaluation. The serial number (s/n) was not provided, and could not be determined, based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported events could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).